Event description:
Literature was reviewed regarding transvenous lead complications and costs of those complications with respect to scope and healthcare system. The data was de-identified and did not contain any specific information. The authors described patients who experienced lead-related tricuspid valve (tv) complications which included tv regurgitation. There were unknown lead failures and lead extractions for unknown reasons. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/71 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: incidence and economics of transvenous ICD lead complications: implications for tricuspid valve function and int erventions. Journal of cardiovascular electrophysiology. 2024; 35:2056¿2057. Doi: 10.1111/jce.16385 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.